Manufacturer narrative:
The insulin pump was received with frozen screen and had a constant watchdog alarm due to moisture damage on the lcd board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a13, a21 or any alarm due to frozen screens. However, the insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump stopped working today. The customer noticed condensation on the window screen last night. The insulin pump alarmed watchdog timeout and unexpected restart. Customer's blood glucose level was 164 mg/dl. The customer attempted a few batteries but the insulin pump would not power on. The insulin pump had a crack on the top right corner of the display. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.